Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ha coated cup possible psl. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's left hip was being revised because the acetabular component/cup became dislocated and screws were broken. The surgeon did not comment on the cause of the dislocation.

Manufacturer narrative:
An event regarding dislocation involving an unknown ha coated cup possible psl component was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient's left hip was being revised because the acetabular component/cup became dislocated and screws were broken. The surgeon did not comment on the cause of the dislocation.